Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The stent graft was correctly placed; however, the quick disconnect would not release. The physician was able to pull the delivery catheter back, and successfully remove the device from the patient without issue. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Results: delivery catheter. Lack of information, device was discarded after the procedure.